Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery (lcx). A 1.50mmx15mm emerge balloon catheter was advanced for dilatation. However, during the first inflation at 11 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed from the patient and was exchanged with a 1.5mm non-bsc balloon catheter which also failed. The procedure was then completed with a 1.75mm rotalink burr. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. There was blood in the inflation lumen and balloon. The tip was damaged. The balloon was loosely folded. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall at the distal edge of the markerband was revealed. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination presented no damage or irregularities to the markerband. Microscopic examination presented no damage or irregularities with the bonds. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery (lcx). A 1.50mmx15mm emerge balloon catheter was advanced for dilatation. However, during the first inflation at 11 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed from the patient and was exchanged with a 1.5mm non-bsc balloon catheter which also failed. The procedure was then completed with a 1.75mm rotalink burr. No patient complications were reported and the patient's status was good.